Event description:
It was reported the patient presented in clinic for follow-up with shortness of breath. Upon interrogation, it was discovered the rate response on the leadless pacemaker (lp) was not responding appropriately to exertion. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
The reported event of heart rate would not increase upon exertion could not be confirmed. In fact, there is evidence from the reported data that the lp did provide sensor-mediated increases in pacing rate. Unfortunately for this patient, apparently that modulated rate was not sufficient for their needs. There is no evidence of any device malfunction.